Manufacturer narrative:
The pipeline devices will not be returned for evaluation as they were implanted in the patient. Based on the reported information, there did not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the cause is not known. Griessenauer, c. J. Et. Al. (2016). Pipeline embolization device for small intracranial aneurysms. Neurosurgery, 1-9. Doi:10.1227/ne u.0000000000001377 mdrs related to this article: 2029214-2016-00775, 2029214-2016-00776, 2029214-2016-00777, 2029214-2016-00778.

Event description:
Medtronic received information from literature of complications related to aneurysm treatment. The objective of the article was to evaluate the safety and efficacy of the pipeline embolization device in the treatment of small (=7mm) aneurysms. From review of data, 149 aneurysms in 117 patients (median age 54 years, 17 males, 100 females) were identified. Aneurysms were most commonly located in the paraophthalmic internal carotid artery (ica) and were most commonly saccular. The authors reported that 26 patients experienced any procedural complications, 23 neurological complications, 13 thromboembolic complications, 9 symptomatic procedural complications, and 3 required retreatment.